Event description:
It was reported that the user¿s freestyle libre 3 plus sensor would not connect to the ilet pump because the sensor had already been paired with the libre 3 mobile application, and the user was advised that the sensor supports a single pairing session and to replace the sensor and pair it with the ilet app. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included user education and resolution guidance without medical intervention or hospitalization. Investigation included troubleshooting with user education on correct pairing workflow. Investigation of this case revealed that the sensor was in use by another device, consistent with a use error related to pairing sequence rather than a pump malfunction or a sensor hardware defect. It was concluded, based on previously established findings for similar reports, that the cause was user pairing error.